Manufacturer narrative:
No product is expected to be returned related to this case. If the product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  The customer initially called for assistance in changing the code chip. This issue was resolved and the patient was able to test. Product labeling states "inserting a new code chip have the correct code chip ready. 1. Remove old code chip with the meter turned off, remove the old code chip and throw it away. 2. Match codes make sure that the 3-digit code number on the new test strip container matches the 3-digit code number on the new code chip. 3. Insert new code chip slide the new code chip into the code chip slot until it snaps into place. The customer received an error 5 and an error 6. Product labeling states "error 5: error applying blood to the test strip. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger." "Error 6: the test strip was touched or removed during the test. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress." The reporter stated she was not sure if she used the first drop of blood from the finger within 15 seconds for the test and that she was also not sure if she excessively squeezed the finger to get the drop. Product labeling states "6. Apply the blood within 15 seconds of sticking the fingertip, apply the blood to the target area of the test strip from the side of the test strip." "If needed, immediately after pricking, gently squeeze your finger from the base to encourage blood to flow." Reporter: occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to a neoplastin reagent laboratory method.  The reporter initially called for assistance in changing the code chip. The reporter also received an error 5 and an error 6. The reporter also stated she received unexpected meter results and compared them against the laboratory results. The reporter was able to provide one example of a discrepant result. The meter result at 9:06 am was 6.1 inr. The laboratory result within 4 hours of the meter result was 4.4 inr. The reporter stated she was not sure if she used the first drop of blood from the finger within 15 seconds for the test and that she was also not sure if she excessively squeezed the finger to get the drop. The therapeutic range is 2.5 inr ¿ 3.5 inr. Testing is reportedly "allowed" weekly but the reporter stated that she does not currently do that.

Manufacturer narrative:
Na.